Event description:
Note from the office of compliance: this model belongs to a family of ovens with wiring design such that if the primary switch fails, the oven light, fan and turntable will come on with the door open, regardless of the timer control function. Users will falsely perceive that the oven is "running" with the door open.